Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the procedure was tka on (B)(6) 2019? The patient demographic info: gender at the time of index procedure? What tissue layer was each suture type used on? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What date did the patient present with dehiscence (# post op days)? How was the dehiscence managed? What was the appearance of the stratafix spiral mon suture during the second procedure? Did the tissue pull away from the stratafix spiral intact suture? Was the stratafix spiral suture intact or broken? If broken, where (proximal, distal, end, middle)? Can you identify the lot number reported in this event? Are there pictures available that could be forwarded for review? Are there sterile samples from the reported finished goods lot available for testing? Were cultures performed? If so what were the culture results? Did the patient have any pre-existing health issues that could contribute to healing issues which could have contributed to the event? (For example, medications, past reactions or allergies, weight, age, diabetes, obesity, etc)? Did the patient fall or injury themselves in a way that may have affected the surgical area? Was the patient compliant with post-op instructions? Were antibiotics prescribed? Also the doctor¿s experience and product placement technique? What is the patient¿s current health status and condition?

Event description:
It was reported that the patient underwent a total knee arthroscopy on (B)(6) 2019 and barbed suture was used in the incision. The wound was irrigated prior to closure. Approximately 5-7 weeks post op, the patient presented with suture breakdown and infection, and superficial dehiscence. A second procedure was performed on an unknown date. The appearance of the suture during the second procedure was not provided. Additional information has been requested.